Event description:
The drill bit broke off in the peek implant. The broken piece remains in the peek implant.

Manufacturer narrative:
The device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to mechanical overload. Further observation determined there were no indications of material or manufacturing defects discovered. Product device history records could not be reviewed because no lot number was provided. The results of the investigation conclude that the root cause for breakage was due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.